Manufacturer narrative:
Retainer ring = clear. Customer returned pump for an alleged water damage and pump error 43 found on (B)(6) 2021. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 2 and harness assembly. Swapping out test board pcba 2 and unit powered up successfully. Unable to download firmware using crest due to critical pump error (open book image) alarm. Unable to download history files and traces using thus. Force sensor zero offset within specification (23mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads-cracked, stained keypad overlay. Critical pump error (open book image) alarm and unable to download confirmed due to moisture damage on pcba 1and pcba2. Unable to download history files and traces confirmed. Pump exposed to moisture confirmed. Unable to confirm pump error 43 alarm due to critical pump error. Unable to verify a rewind anomaly due to critical pump error (open book image). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error alarm. Customer was in a pool with the insulin pump. Customer was able to clear the alarm but was not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.